Manufacturer narrative:
(B)(4) batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This case is from health authority. It was reported that during an unknown procedure the scalpel could not pass the pre-run test and ¿relax pressure on blade¿ alert screen displayed by generator. It was found that titanium tip was broken during procedure. Immediately changed another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.